Event description:
Same case as MDR ID#: 2134265-2014-00485, 2134265-2014-00486. It was reported that following a coronary artery stenting treatment procedure, stent thrombosis occurred. The indication for the index procedure was stable angina. Vascular access was obtained via right radial artery. The target lesion was located in the moderately to severely tortuous and severely calcified right coronary artery (rca) with 40-95% stenosis and was 76mm long with a reference vessel diameter of 2.75-3.0mm. Multiple pre-dilations were performed using 2.25x15mm and 2.75x12mm non-bsc balloon catheters. Three overlapping promus premier stents were placed with one 3.0x28mm stent in the proximal rca, one 3.0x24mm stent in the mid rca, and one 2.75x24mm stent in the distal rca. The patient had chest pain with 3 out of 10 scale post-stenting. Nasal prongs 3l in place as well as fenlanyl IV was given. Multiple post-dilations were performed using 3.25x15mm, 3.25x06mm and 3.50x15mm non-bsc balloon catheters. Minor residual distal in-stent stenosis was noted because of heavy vessel calcification despite high pressure post-dilation. More chest discomfort was noted post-dilation and the non-bsc balloon rupture at 26atm was noted. Non-bsc guidewire related distal vessel dissection was noted beyond stented segment at the end of the procedure. No further intervention was necessary because of stable angiographic appearances and normal distal flow. The patient was discharged on aspirin and clopidogrel. 5 days post index procedure, the patient complained of angina like symptoms. Stent thrombosis was noted, which was treated with dilation of the proximal and distal stents using 3.0x12mm and 3.5x12mm non-bsc balloons and placement of two overlapping 2.75x24mm and 2.75x16mm promus premier stents into distal bifurcation. The stents were overlapping with the previously implanted stents. The event was resolved and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).